Manufacturer narrative:
Date received by manufacturer: 17dec2019. Report date: 18dec2019. The ventilator is operating normal for a ventilator with capacitors on the pm (power management) pcba (printed circuit board assembly) that have discharged or never have been charged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported device alarms while the unit is in use. The service technician confirmed that while the unit is sitting in monitor mode, the unit alarm light emitting diode (led) light comes on and chirps 2-3 times before going back to normal. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.